Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan to report an issue testing with the one touch ultramini meter. The sr. Medical surveillance specialist was able to classify the complaint based on the information provided to customer service. On an unspecified date in (B)(6) 2012, the patient had an issue with testing her blood glucose level using the reported meter. Troubleshooting revealed the patient's technique was incorrect by attempting to test while in the meter's memory mode. Afterwards, the patient experienced the symptom of "higher blood glucose levels"; specific results not provided. In (B)(6) 2012 the patient visited her physician, who treated the patient with lantus insulin. The patient managed her diabetes with humulin insulin, apidra insulin and the oral diabetes medication metformin. The issue was resolved with troubleshooting and patient education. The meter, test strips and control solution were replaced. The patient's testing technique was incorrect by testing in the meter memory mode. However, as the patient experienced elevated blood glucose levels afterwards and received treatment with insulin, this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.